Event description:
Pt was implanted with a 9mm ti cannulated tibial nail-ex for a right tibial shaft fracture on an unk date. Post implant, the pt was noted to be a non-union and was returned to the operating room on (B)(6) 2012 for removal and revision to an 11mm ti cannulated tibia nail-ex. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.